Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 1.9 mmol/l at 10:05 p.m. On the aviva system and he was unresponsive from hypoglycemia. The patient's wife treated him with 30 grams of a glucose tube via mouth. The blood glucose result was 22.1 mmol/l at 10:26 p.m. And 1.8 mmol/l at 10:27 p.m. The patient's wife called the paramedics. At 10:36 p.m., the blood glucose result was 1.7 mmol/l on both the paramedic's meter and on the aviva meter. The paramedics treated the patient with glucose IV. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.